Event description:
It was reported that a patient underwent a total knee arthroplasty. Approximately five (5) months post-implantation, the coupled knee prosthesis had become uncoupled, resulting in knee dislocation. The femoral, tibial, and retropatellar components were found to be well-anchored and intact however the axle bolt had disengaged from the retaining bushing. Subsequently, the patient underwent revision surgery to replace the inlay and loose axis without complication. Due diligence is complete as multiple attempts have been made however all available information has been provided.

Manufacturer narrative:
Medical records provided and reviewed state that the patient underwent an initial left total knee arthroplasty with implants of unknown type. No medical records were available for this initial procedure. The patient subsequently underwent a first revision left total knee arthroplasty. The revision was indicated due to implant loosening, polyethylene wear, and extensive osteolysis, approximately two decades following the initial procedure. Manufacturer components were implanted at this time. Five months later, the patient underwent a second revision left total knee arthroplasty. The indication for this revision was dislocation because of minor movement. Intraoperative findings noted hematoma effusion and scar tissue, considered a normal finding at five months post-operatively. The loose axis and inlay were removed, while the femoral, tibial, and retropatellar components were found to be firmly anchored and intact. Trial components revealed laxity. The articulating surface was revised during this procedure, with all other components retained. Reported event was confirmed by review of provided medical records. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a4; b3; b4; b5; b7; d6; d10; g3; h2; h6; h11. D10: medical product: left size f cemented option femoral component: catalog#00588001601, lot#67072878; size 5 precoat cemented tibial component: catalog#00588000500, lot#66852435; 12mm diameter 100mm length offset stem extension combined length 145mm: catalog#00598802012, lot#67120539; trabecular metal femoral diaphyseal cone, 30mm, large, left: catalog#00545001930, lot#66362727; long 12mm diameter 155mm length straight stem extension combined length 200mm: catalog#00598801112, lot#65828896; trabecular metal tibial cone, medium 36x31mm: catalog#00545001336, lot#67037036; all poly petella standard cemented size 41 mm diameter 10.0 mm thickness: catalog#00597206541, lot#66635015; copay g+c cement: catalog#66017790, lot#ni. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total knee arthroplasty. Approximately five (5) months post-implantation, the coupled knee prosthesis had become uncoupled, resulting in knee dislocation. The axle bolt had disengaged from its retaining bushing, leaving the prosthesis unstable and easily removable. Subsequently, the patient underwent revision surgery to replace the articular surface. Due diligence is complete as multiple attempts have been made however all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the articular surface dislocated as the hinge pin came loose. The patient underwent revision surgery to replace the affected component. Due diligence is in progress for this event; to date no additional information has been provided.